Event description:
Ever since I have it, I have horrible cramps with lots of pain, my periods are heavy and last more than 7 days. Sometimes I will get it twice in one month. I also have a metallic taste in my mouth and cramping without my period and pain in my pelvic area.